Event description:
Caller reported damage to the pump housing and usb, requiring a new connection for the charging port. There was no reported impact to the customer's blood glucose level. Customer declined further follow-up, and no additional information was received regarding the outcome of the event.